Manufacturer narrative:
Upon further review, the device information was corrected to reflect the information received.

Event description:
Physician reported left side rupture, capsular contracture baker grade I, a fold of the prosthesis in the infero-external side via palpation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: a sharp edge opening in the side posterior assessed as unidentified (tear) opening and creases/folding of implant condition was observed.

Event description:
Physician reported left side rupture, capsular contracture baker grade I, a fold of the prosthesis in the infero-external side via palpation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to rupture.

Event description:
Physician reported left side rupture, capsular contracture baker grade I, a fold of the prosthesis in the infero-external side via palpation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture, capsular contracture baker grade I, a fold of the prosthesis in the infero-external side via palpation. Device has been explanted.